Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the reload was partially fired to the 2.5 cm cut line. Trs material was still anchored to the distal sutures on both the cartridge and anvil. Both distal sutures were intact. The anvil clamping mechanism was deformed. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The reload was loaded into a post market vigilance instrument for functional testing. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Event description:
According to the reporter, during the second firing of a wedge resection, the device operator attempted to fire the device however the device stopped to fire in the middle. Some u-shape staples fell off into the cavity when the jaws were released. The fallen staples were retrieved from the cavity. New device was opened and the incomplete staple line was cut out completely and re-stapled. No other known adverse events were reported.